Manufacturer narrative:
The device has been received for analysis. Upon completion of th failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that an endovive standard peg kits push method was used during an esophagogastroduodenoscopy (egd) with peg insertion procedure performed in 2009. According to the complainant, during the procedure, after placement of the peg, the guidewire became stuck and the green sheath separated from the wire. The physician attempted to remove the wire with forceps, but it broke. The site reported that only the "wire is coming back." Procedure completed with the same endovive standard peg kits push method. There were no patient complications reported as a result of this event. The patient's condition upon discharge from endoscopy was reported to be "stable.